Event description:
A caller reported an alarm 23 on their tandem mobi device. There was no mention of any adverse impact on the customer's blood glucose level. The customer mentioned a sensor failure, but additional details or outcomes regarding the event were not provided, and no further technical support was undertaken.